Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose reached 32.3 mmol/l. Customer stated they have treated their blood glucose with a manual injection. The customer also reported bent cannula issues. Customer stated their blood glucose was 22 mmol/l at the time of the bent cannulas. The customer was advised of the causes behind the bent cannulas. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.